Manufacturer narrative:
D1 brand name, corrected data: follow-up report #1 inadvertently left blank. D2 type of device, corrected data: follow-up report #1 inadvertently left blank. D4 model #, serial #, lot #, expiration date, UDI #, corrected data: follow-up report #1 inadvertently left blank. H4. Device manufacture date: follow-up report #1 inadvertently left blank. H6. Evaluation codes: follow-up report #1 inadvertently left blank.

Event description:
Information obtained indicating that the high impedance was a result of incomplete pin insertion. The patient underwent surgery and once the pin was reinserted the impedance was within normal limits.

Event description:
Patient presented with high impedance and was referred to neurosurgery. X-ray images were taken and reviewed by the physician and no signs of a lead break or incomplete pin insertion was observed. The x-rays have not been received by the manufacturer to date for review. Further follow up with the physician revealed that the high impedance was caused by the belt restraints from the patient's wheelchair that she rocks against. No known surgical intervention has occurred to date. No other relevant information has been received to date.